Event description:
There was an allegation of questionable sodium results from the cobas 6000 c 501 analyzer. The initial result was 148 mmol/l, and the repeat result from another ise line was 135 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The electrode lot number was den with an expiration date of 14-jan-2026. The field service engineer found that the naoh rinse nozzle dispense line was too tight for proper dispensing and was hanging up during operation. He adjusted the naoh nozzle and rinse tubing and ran an ise check, and precision. The customer¿s centrifuge time may be too low, and the speed may be too high per the tube manufacturer¿s recommended guidelines. The analyzer alarm trace contained abnormal probe sucking alarms which is an indication of possible poor sample quality. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined that the service actions resolved the issue.